Event description:
It was reported that the device was used during a pancreatoduodenectomy. The patient had a failed suture line and leak 8 days after the procedure. The site stapled anastomosis presented a leak. Action taken to stop the leakage was manual suture. The patient had complications related to this event, but surgeon is not sure that was caused by the product. No data is available on batch because the events was many days of surgery. Reinforcing materials was not used and additional force to fire was not experienced. Intraoperative, everything else was normal.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.